Manufacturer narrative:
(B)(4) date sent: 11/16/2021 h6: component code = g04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with a gst60g reload loaded in the device. The reload was received fully fired. In addition, 48 reloads were received. The reload (b) was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. The reload (c) was received fully fired with the reload pan missing. The reloads (d and e) were received fully fired. 44 gst60g reloads were received sterile. As additional testing, the device was tested for functionality in the straight position with thirteen returned reloads were opened and tested for analysis, the device was achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reload b: gst60g, 282a36, the right side fully fired, left side partially fired 1/3. Reload c: gst60g, fully fired with the pan missing. Reload d, and e: gst60g, 310a24, fully fired. 44 gst60g reloads were received sterile, 315a07.

Manufacturer narrative:
(B)(4). Batch #: unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you also please try to gain an understanding if buttressing material was used? No. Only on last firings. Was a staple line crossed during the firing? No. Was it noted that the tissue moved distally during firing ? Difficult to see on video. It was a + code so I don¿t think, negligible at best. How the (specifically) the device was cleaned in between firings? With a damp cloth. Experienced team. It was confirmed the hcp removed all reloads with that batch no off the floor and shelf. It was not initiated by j&j rep. Faulty products : (2 x powered 60 echelon +, 440mm shaft ¿ reloads inside ) - returning for investigation exported via dhl awb 4906032003 on 05.10.2021. Representative samples: ¿3 x full boxes of gst60g reloads & 8 only/each x gst60g lot 315a07- total 44 samples¿ returning and exported via dhl awb 3089204823 on 11.10.2021

Event description:
It was reported that an incident on thursday involving a product used in a sleeve gastrectomy. The stapler used was plee60a with reloads gst60t and gst60g. During the case stapler #1 (lot no: v94z2d) was opened with 1x black reload which worked fine. The next staple was green (lot no: 315a07) which when fired produced no staples and resulted in just a cut through the stomach exposing gastric fluid and bleeding. The following staple was another green from the same batch which also failed in the same way. As discussed the noise the stapler made during firing was a loud crunch and it didn¿t sound ¿¿normal¿¿. He is a regular user of this product over many years therefore I think he would have an accurate interpretation if something didn¿t feel right. We have removed all reloads with that batch number off the floor and informed our other sites to remove them also. As you can imagine this could have resulted in severe adverse outcomes for our patient. No patient consequences reported. No further information is available. Additional information received: the malfunctioned reloads had staples, yet they did not form b shaped staples. They appear to have misaligned the anvil. The gun was a powered echelon flex +, hence wider anvil buckets. Patient did not stay in hospital longer than normal protocols.